Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who declined to provide any additional information that was requested by philips. Instead, he indicated that their internal investigation concluded there was no philips device failure. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the monitor did not generate an extreme bradycardia alarm for a heart rate of 20bpm and this dnr patient later passed away. The staff was unsure if the alarm occurred at the bedside as it was a covid patient room with precautions but there was no alarm noted at the central station or overview. The unit is centrally monitored by a telemetry tech; however, the telemetry tech did not hear the alarm. Internal hospital investigation revealed there was no evidence of device malfunction. Information on the cause of the death was not provided and remains unknown.